Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was 50 mg/dl. The customer was hospitalized on (B)(6) 2014 for high and low blood glucose levels. Her most recent blood glucose level was 300 mg/dl. The product was not returned. No further to report.